Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. D10. Concomitants-4681552; 170-50-93; biolox option adapter 16/18-12/14; -3.5mm. H6. Investigation results - the cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via a legal notification that a patient, had a right hip arthroplasty revision on (B)(6), 2017 and then what is reported as re revision on an unknown date. The patient complains of pain, stiffness, discomfort, and weakness which in turn negatively affected mobility and quality of life and necessitated revision surgeries and the resultant pain following surgery and recuperation/rehabilitation period and physical therapy. The patient¿s ability to perform normal physical activities has been consequently limited. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.